Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device intact. Functional testing found the reported "error code 41541" problem - a defective latch flex. The root cause of the reported issue was found to be component failure. The defective latch flex will be replaced.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited error code 41541. Per reporter, the pump continued to alarm even when pump turned off and batteries removed. Per reporter, the pump was replaced with a new pump. No adverse patient effects were reported. Per reporter no additional information is available at this time.